Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was unable to upgrade their device due to low battery. There is no battery issue and is on course for approximately 2 years. There was no patient consequences and the patient will continue to be monitored remotely.